Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (b)6) 2018 that they received multiple alarms and were unable to rewind the insulin pump. Customer's blood glucose level at the time of the incident was 200 mg/dl. No symptoms or treatment reported. Troubleshooting occurred and only cleared alarms. Product will be returned for analysis.

Manufacturer narrative:
Device passed functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected drive count or time values or changes incorrect for moving or coasting error, software error, failed battery test alarms or rewind anomalies were noted. Motor was tested outside device, and it passed. (B)(4).